Event description:
The customer reported that while the iabp was in use on a patient, during a transfer from the operating room to the ICU, the iabp's power source was changed from ac to dc. Several seconds after the power source was changed, the customer found that the "low battery" message was displayed and the remaining quantity of the battery was getting low rapidly. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative observed that both of the batteries were deformed and that the battery charging indicator on the iabp was lit. The company representative replaced the batteries (part number 0146-00-0039). The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The returned batteries were received by (B)(4) and failure investigation was performed. Returned batteries were sent to (B)(4) (3rd party test lab) and (B)(4) (battery manufacturer) for evaluation. Root cause of the swelling failure symptom could not be determined on the specific battery lot codes returned from the field, nor could it be proven that the power supplies that charge the batteries were overcharging the batteries. Exhaustive testing of batteries and power supplies was performed. However, there is no conclusive evidence that: the battery swelling was caused by a manufacturing defect. The power supply charging circuitry is causing the battery cases to swell. (B)(4).